Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that she has had her bg (blood glucose) values reaching over 600 mg/dl. She stated the system does not work for her. She stated the cannula is to small and she has an auto immune response to the pod. She stated the site gets hot and her sugars go up. She was hospitalized due to her sugars being over 600. She stated it was (B)(6) that she had removed a pod (case (B)(4)) and gave herself injections and that night she did put a new pod on at around 10:00 or 11:00 pm. She stated she uses the same insulin vial for the pod and for her manual injections. On (B)(6) 2019 when she woke up her bg was 372 mg/dl. She had not eaten so there should be no reason for that. She ate some breakfast (english muffin) at 8:30 am and gave herself the suggested bolus amount (4 units). She had called her doctor and stated she had finished the dialog with the physician and was getting ready for work around 9:30 am , when she started getting chest pains, diaphoresis and her abdomen was starting to feel uncomfortable. She stated she is a cardiac patient and she has had double bypass surgery (double vessel) in (B)(6) 2015, so when her sugars get above 350 mg/dl, everything hurts including her heart. She stated that she was getting signs of dka and then at 10:30 am she checked her bg again and it is now 590 mg/dl. She took the pod off at this time. She went to work and on the way her chest pains and abdominal pains started to get worse. She called her husband and he told her to go to the ER (emergency room). She went to the ER and she was admitted to the hospital. She was tested for ketones and she had trace amounts in her urine but she had no ketones in her blood. Hospital tested her bg and it was at 590. There was no "gap" and no dka. She stated her chest still doesn't feel right. She said she no longer has this pod.